Event description:
It was reported that the patient had been hospitalized with hypoglycemia last year (exact date was not provided). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod (duration was not provided). Symptoms reported include dizziness. The patient stated that she paused the insulin and called the ambulance. The patient was treated with IV fluids and was told not to use the pod at that time. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.